Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, self-test, off no power test and unexpected restart error test. Unit alarmed compromised force sensor during prime/delivery test at 4 pounds due to moisture damage on the forced sensor resistor. Unable to perform occlusion test and excessive no delivery test due to compromised force sensor alarm. Unit was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolation tape damage noted on lcd board. No icon anomaly noted. No missing segments or partial display noted. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly noted. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring and stained end cap sticker.

Event description:
Customer reported via phone call that display screen was partially viewable on insulin pump. Customer reported that main menu and icons disappeared after pressing the "b" button for a bolus. Customer's blood glucose was 300 mg/dl. Insulin pump was not dropped. Customer was advised that insulin pump would need to be replaced.